Event description:
It was reported that the patient presented in clinic for a device check. The implantable cardioverter defibrillator exhibited episodes of auto mode switch caused due to oversensing of electromagnetic interference. Programming changes were discussed. The patient was noted to be asymptomatic. No other information was available.